Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported no message appears. Attempted to replicate the user¿s complaint using similar configurations of iphone xr (ios 16.5, 2.10.2.7677) and the user complaint could not be replicated. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone with ios and unknown operating system version , app version 2.8.1.6120. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness was unable to self-treat, requiring third-party administration of a glucagon injection for treatment. In addition, the customer contacted a healthcare professional (hcp) via phone and the hcp reduced the amount of insulin prescribed (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone with ios and unknown operating system version. Customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness was unable to self-treat, requiring third-party administration of a glucagon injection for treatment. In addition, the customer contacted a healthcare professional (hcp) via phone and the hcp reduced the amount of insulin prescribed (dose/type unspecified). There was no report of death or permanent impairment associated with this event.